Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. D4: batch # t94f6w. H6: component code: others (g07). Investigation summary : the analysis results found that the mcm30 device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twenty-nine conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torqueing may result in clip malformation." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the open hepatectomy surgery, when severing small hepatic vessels, the clip would not close well. Product cannot close on vessel. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.